Manufacturer narrative:
Additional device info: device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Replacement straight suction shipped to site (B)(4) 2013. Suspect part not returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, near the end of a procedure, a straight suction was damaged and would not verify. Initially the instrument verified correctly and was used during the procedure with no issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.